Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent alert 64 events indicating a haptic system error on the ilet, consistent with a tactile prompt/feedback malfunction associated with the vibrator component, and the device was replaced; the user relied on alternative insulin therapy until the replacement arrived. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical/electronic component problem consistent with a vibrator (haptic) malfunction causing the tactile feedback error. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.